Manufacturer narrative:
Product event summary: the lead was returned for analysis. The partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the right atrial (ra) lead experienced high, unstable thresholds. A lead warning was noted for high thresholds. Upon examination, the lead also experienced noise when pushing on the pocket. A possible lead fracture was suspected. A lead revision was performed. When the lead was connected to the analyzer, no sensing was available. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.